Event description:
During the procedure and upon deployment of the prosthetic valve, the deployment balloon burst and became stuck in the valve. The balloon was subsequently freed from the valve. At the level of the right common femoral vein a distal piece of the balloon sheared off and became dislodged. A surgical consult was obtained and the fragmented piece was surgically removed.